Manufacturer narrative:
A root cause could not be determined with the information provided. Calibration and quality control results were within range. The service engineer checked the instrument and performed precision test, but could not find the root cause. A random checking of samples in the laboratory found many tubes with gel-like substances and oils on the samples. No patients were adversely affected.

Event description:
The customer received a questionable c-reactive protein gen.3 (crp) result on their c501 analyzer. The units of measure were not provided. The patient's initial crp result was 0. The first repeat result was 150.99. The second repeat result was 165.97. It is unknown which results were reported outside the laboratory. It is unknown if the patient was adversely affected. The crp reagent lot number and the expiration date were not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).